Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-03158 and 2015691-2019-03160.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Article attached under related report 2015691-2019-03158. The date of the events is unknown. According to the article all implants were completed between january 2012 to may 2017. For this reason, the first day of the range was used as the occurrence date. Per the instructions for use (IFU), conduction system defects which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the conduction disorder is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by article ¿detection of atrial fibrillation and atrial flutter by pacemaker device interrogation after transcatheter aortic valve replacement (tavr): implications for management¿, a single-center study performed from january 2012 to may 2017 included all consecutive patients without prior pacemakers who underwent tavr procedures with the edwards, medtronic and lotus systems. The authors identified 172 patients who received a permanent pacemaker (ppm) implant within one month after tavr with different transcatheter valve systems. Per the article, there were 51 patients who underwent tavr with an edwards valve (4 sapien/6 sapien xt and 41 sapien 3) this report is for the number of patients with ppm implant post tavr with a sapien xt valve.